Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 5.7 mmol/l, 11.3 mmol/l, 8.0 mmol/l, and 4.7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.